Manufacturer narrative:
H3. Device analysis for the recharger revealed recharger antenna failure, no device found message. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger and implantable neurostimulator (ins) were heating during charging and that the patient experienced ¿reddening of the skin just above the generator.¿ a ¿return of symptoms¿ was reported in addition to the report of ¿production of excessive heat.¿ it was noted that the recharger telemetry module (rtm) ¿antenna head and cable¿ became hot and that there was no apparent damage observed with the rtm. There were no communication issues experienced during the event. The rtm was replaced with a new product in an effort to troubleshoot the issue, but the ins ¿continued to get very hot.¿ it was noted that ¿an attempt was made to charge with another charger, but without success¿ when asked whether the rtm heating issue was resolved with the replacement rtm. The cause of the ins heating was unable to be determined. It was unknown whether any external factors may have led or contributed to the issue. There were no surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) UDI#: (B)(4) product type recharger p roduct ID 97745 serial# (B)(6) product type programmer, patient g2 country: brazil medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Ins recharge testing was performed and found the device performed as expected; the ins was found to be working normally with respect to recharge performance, including recharge current and ins heating. H6: please note that method code b20 and result code c20 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.